Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached multifunction cable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2023-02990 for a similar event reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was observed during testing. However, after disassembling the device to determine root cause, the report was no longer seen. The defib connector and multifunction cable were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.